Manufacturer narrative:
The local field representative planned to discuss the issue with the clinic and potentially program the device to an asynchronous pacing mode until the lead could be replaced. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring for this pacemaker. A review of the information indicated the lead safety switch (lss) was triggered due to a high right ventricular (rv) lead pacing impedance greater than 2,000 ohms. There were also numerous stored episodes with evidence of noise. It was reported that this patient was pacemaker dependent and some of the oversensing resulted in pacing inhibition for greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the patient came into the clinic on the same day as the alert. The device was interrogated and it was confirmed that the lss had been triggered and changed the pacing mode from bipolar to unipolar. Noise was unable to be recreated and there were no episodes stored in the logbook since the lss had been triggered. The lead measurements were within normal limits in unipolar configuration. The device planned to remain in unipolar and there were no plans for additional intervention at this time. It was clarified that the patient is not pacemaker dependent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.